Manufacturer narrative:
PMA/510(k) # p100022/s026 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The access was gained from the right femoral artery. When deploying of the stent was started, shortening occurred. Therefore, another device was additionally placed. Update on july 28th: after deployment of the distal side, shortening occurred in the situation that the stent was pushed out because the retraction sheath could not be retracted. It is unclear how long the stent got shortened. No images can be provided. No adverse effects to the patient were reported. Prefix ziv6-ptx/zisv6-ptx: are images of the device of procedure available? (No image available). Was the approach ipsilateral or contralateral? (Ipsilateral). If contralateral, was the bifurcation angle tight? Was pre-dilation performed ahead of placement of the stent? Yes. Was post-dilation performed after the placement of the stent? Yes. Details of the wire guide used (name, diameter, hyrdophyllic)? Asahi intecc/treasure extension. Details of access sheath used (name, fr size, length)? 6fr short sheath. Was the device flushed before the procedure, as per IFU yes. What was the target location for the stent? Rt.sfa. Was the patient's anatomy tortuous or calcified? Middle coalification. Was resistance encountered when advancing the wire guide or delivery system to the target location? No. How did the physician deal with this resistance? Did the stent delivery system cross the target location? Yes. Stent shortening: are images of the device or procedure available? No. Showing the stent within the delivery sheath prior to deployment . Showing the stent post deployment? Details of the wire guide used (diameter, type, make)? Asahi intecc/treasure extension. Can we find out if the stent post deployment had evidence of compression or any deformation? Yes. Was the patient¿s lesion heavily calcified / anatomy tortuous? Middle coalification. Was the delivery system advancement to the lesion easy? Yes. Was the stent deployed smoothly / without resistance? Yes.

Manufacturer narrative:
PMA/510(k) #p100022/s027. Device evaluation: the zisv6-35-125-6.0-140-ptx device of lot number c1769049 involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document-based investigation was conducted. Manufacturing records: prior to distribution zisv6-35-125-6.0-140-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zisv6-35-125-6.0-140-ptx of lot number c1769049 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1769049. IFU/label review: it should be noted that the instructions for use states the following: ¿a 0.89mm (0.035 inch) wire guide should be used during tracking, deployment, and removal to ensure adequate support of the system.¿. The japanese packaging insert c-ci1502m06 supplied with the device complies with mhlw law no. 84 of 2013 which avoids including information that is not specific to the medical device or that which is basic knowledge already understood by the healthcare professional, to ensure to accurately convey all the information that is important for the user. There is evidence to suggest the user did not follow the IFU/label. Image review: an image was not returned for evaluation. Root cause review: a definitive root cause of user error was identified from the available information. From the available information it is known that a 0.014-inch wire guide was used. It is possible that the use of the incorrect size wire guide, contributed to a kink in the delivery system, which in turn, led to the stent seemingly shortening on deployment. The incorrect smaller size wire guide, would not have provided sufficient support to the delivery system and may have caused it to become kinked. Kinking could cause difficulty during deployment as the user stated that they couldn¿t retract the sheath after the stent was partially deployed ¿the distal side¿. It is possible that the user may have moved the entire delivery system forward, hoping to deploy the remainder of the stent. If they moved/pushed the delivery system forward, it would have caused the stent to become compressed or entangled in itself, which would have resulted in the stent appearing to be shortened. As the stent had already been partially deployed and the stent was entangled in itself or compressed, the user may have been able to slowly withdraw the delivery system leaving the seemingly shortened stent behind. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, an additional device was required to complete the procedure. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-jul-2023.